Event description:
It was reported that the arctic sun device had no flow. During functional testing it was determined that the pressure transducer failed. Inlet pressure (ip) remained -13.2 when fluid delivery line (fdl) was removed during functional verification. They would replace the manifold assembly, parts and price provided. Updated by rcc on 17jul2024, that sine the manifold assembly was on backorder they would like to have the device sent to the depot for repair of the pressure transducer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow. During functional testing it was determined that the pressure transducer failed. Inlet pressure (ip) remained -13.2 when fluid delivery line (fdl) was removed during functional verification. They would replace the manifold assembly, parts and price provided. Updated by rcc on (B)(6) 2024, that sine the manifold assembly was on backorder they would like to have the device sent to the depot for repair of the pressure transducer.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The device was evaluated upon receipt. Device had a failed pressure transducer. Replaced pressure transducer. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Replacement of the transducer corrected the reported problem. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.